Event description:
Customer called to report the insulin pump alarmed for no delivery during the bolus process. Blood glucose reading was 401 mg/dl. The alarm occurred again after the customer changed the infusion set while keeping the same reservoir. Troubleshooting was performed. Insulin pump alarmed for no delivery during the fixed prime test. The alarmed also occurred during the manual prime test. Advised to replace set and reservoir as soon as possible. The customer declined to return the infusion set and reservoir for analysis. Advised to call back when the alarm occurs for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).